Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. The reported patient effects of dissection and diminished pulse are listed in the electronic perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, after hemostasis was achieved, the patient had no peripheral pulse. Radial access was used and a dissection was found present at the common femoral access site. A balloon was used to treat the dissection. The peripheral pulse was normal after the ballooning procedure. There was a clinically significant delay in the procedure or therapy due to the ballooning procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.